Event description:
It was reported that a pt who was using the tape in combination with neosporin ointment to cover a mosquito bite while vacationing, developed skin irritation that included blistering, burn like symptoms, and small necrotic area to the top part of their foot. It was reported that the pt has used this tape in the past without any difficulties. Medical attention was received and treated with prednisone and silvadene with daily visits to their doctor. It was also reported that the doctor's opinion was that pt may have a tape allergy and not the result of latex sensitivity.